Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the 125cm embovac 71 aspiration catheter (ic71125ca / 30555836) was used in a vein thrombectomy (superior sagittal sinus). The target occlusion / clot was suspected to be formed by astrazeneca covid vaccine complication. The physician successfully ¿cleaned¿ the clot by the catheter, but the catheter seem to stretch and part of the ¿skin¿ coating dropped. It was reported that some part turned white. The physician was not sure whether there was really something ¿falling off from the skin, and whether it will cause any harm to the patient.¿ in addition, it was reported that when the catheter was being delivered to the target lesion, the physician felt that the catheter got stuck at certain place, but suddenly advanced a long distance after several pushes. There was no report of any patient injury or complication. On 13-oct-2021, additional information was provided. Based on the information, this was not an adapt (direct first pass technique) case. The patient¿s vein was not excessively tortuous or with acute bend. It was reported that ¿the patient is fine¿ is the current status of the patient; he/she did not have any adverse event symptoms post-procedure. The reported event did not result in a clinically significant delay in the procedure. It was also indicated that the patient still has the thrombus, but there is no follow-up treatment planned. The complaint device was received for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 125cm embovac 71 aspiration catheter was received contained inside a pouch. Visual inspection was performed. The device was observed kinked at 41.3 inches and 42.9 inches from the proximal end. It was also noted that the braided mesh is compressed and stretched from 46.4 inches to 47 inches from the proximal end. No other additional damages nor anomalies were observed during the visual inspection. Microscopic inspection was performed. Under magnification, the braided mesh is confirmed stretched and the hydrophilic coating is ruptured and is peeling from the stretched section. No additional damages nor anomalies were observed. Dimensional analysis: the inner diameter (ID) and outer diameter (od) of the device were measured and found to be within specifications. Hub ID 0.0715 inch; specification: 0.071 inch minimum. Distal ID 0.0715 inch; specification: 0.071 inch minimum. Actual micro-catheter od 0.0828 inch; specification: max. 0.0837 inch / min. 0.081 inch. Functional test: the returned 125cm embovac 71 aspiration catheter was flushed to verify if any leak was present on the device; there was no water leaking from the stretched section. A review of the manufacturing documentation associated with this lot (30555836) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during a vein thrombectomy (superior sagittal sinus) with the target occlusion / clot was suspected to be formed by astrazeneca covid vaccine complication, the physician ¿cleaned¿ the clot using the catheter but it seemed to stretch and part of the ¿skin¿ coating dropped. Some part reportedly turned white and the physician was not sure whether there was really something ¿falling off from the skin.¿ during delivery to the target lesion, the physician felt that it got stuck at certain places but it would suddenly advance a long distance after several pushes. The device was returned for evaluation and analysis. The device dimensions were confirmed to meet specifications. Visual and microscopic inspection confirmed that the braided mesh was severely stretched and the shaft was kinked. The device was functionally tested for leak at the stretched section and no leak was confirmed. The microscopic inspection confirmed the ruptured and peeling condition of the hydrophilic coating. Based on this observation, the reported issue was confirmed. The issue related to difficulty during delivery to the target lesion / tracking difficulty could not be evaluated as it is specific to the patient¿s anatomy and the procedure at the time of occurrence. This cannot be replicated in the laboratory environment. However, based on the observed damages on the returned device, the reported issue was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following precautions: exercise care in handling the large bore catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone and email address are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (30555836) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 125cm embovac 71 aspiration catheter (ic71125ca / 30555836) was used in a vein thrombectomy (superior sagittal sinus). The target occlusion / clot was suspected to be formed by astrazeneca covid vaccine complication. The physician successfully ¿cleaned¿ the clot by the catheter, but the catheter seem to stretch and part of the ¿skin¿ coating dropped. It was reported that some part turned white. The physician was not sure whether there was really something ¿falling off from the skin, and whether it will cause any harm to the patient.¿ in addition, it was reported that when the catheter was being delivered to the target lesion, the physician felt that the catheter got stuck at certain place, but suddenly advanced a long distance after several pushes. There was no report of any patient injury or complication. On 13-oct-2021, additional information was provided. Based on the information, this was not an adapt (direct first pass technique) case. The patient¿s vein was not excessively tortuous or with acute bend. It was reported that ¿the patient is fine¿ is the current status of the patient; he/she did not have any adverse event symptoms post-procedure. The reported event did not result in a clinically significant delay in the procedure. It was also indicated that the patient still has the thrombus, but there is no follow-up treatment planned.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 19-nov-2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.